Manufacturer narrative:
The reported event is confirmed cause unknown. Visual evaluation noted received a 3-way temp sensing catheter. Visual inspection noted that the inflation arm was cut off. Also received one photo sample showing ruptured inflation port. Based on photo sample received product does not meet specifications per ip7602108 rev 17 which states "missing/incorrect components." Although an exact root cause could not be determined a potential root cause could be funnel thickness. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause the balloon to burst. ¿ this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. ¿ after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Cautions/precautions: ¿ maximum indwelling time should be less than 30 days. ¿ urethral strictures, false passages, prostatic enlargement, and post-surgical bladder neck contractures can make urethral catheterization difficult and may require the services of a urologist. ¿ do not aspirate urine through drainage funnel. ¿ do not use if package is damaged. ¿ storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. ¿ consult accompanying documents. ¿ federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. ¿ visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. ¿ caution: as with all temperature probes, in the presence of rf energy sources, local heating, temperature errors and probe damage may occur. In medical use, unplug the temperature-sensing catheter at the extension cable before activating electrosurgical or other types of direct coupled rf energy sources. ¿ do not stretch catheter - may cause repositioning of probe. Do not use stylet - may cause stretching of catheter. ¿ note: aggressive traction, particularly in the presence of suturing, is not recommended for silicone foley catheters. Adverse reactions: as with any foley catheter, there is a potential for adverse reactions that may occur as part of use of this device including, but not limited to: sensica¿ urine output system compatible with the sensica¿ urine output system, enabling automated precision urine output monitoring. If configured with a temperature-sensing catheter, the catheter can be connected to the sensica¿ system to display continuous core bladder temperature. Begin urine output monitoring by: 1. Selecting new patient and entering patient demographics. 2. Following the on-screen prompts to attach the sensica¿ ring, hang the collection bag, and insert the pre-marked drainage tubing into the tube holder. Bard® ez-lok¿ sampling port (indicated by the blue stem in the port) accepts luer lock (fig. 1a) or slip tip syringes (fig. 1b). 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok¿ sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. 5. Unkink tubing if necessary and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Proper techniques for urinary catheter insertion ¿ perform hand hygiene immediately before and after insertion ¿ insert urinary catheters using aseptic technique and sterile equipment ¿ use the smallest foley catheter possible, consistent with good drainage ¿ document the indications for catheter insertion, date and time of catheter insertion, individual who inserted catheter, and date and time of catheter removal in patient record proper techniques for urinary catheter maintenance ¿ secure the foley catheter, use the statlock¿ foley stabilization device if provided ¿ maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions ¿ maintain unobstructed urine flow and keep the catheter and collection tube free from kinking ¿ keep the collection bag below the level of the bladder or hips at all times ¿ empty the collection bag regularly (e.g., prior to transport) using a separate, clean collection container for each patient ¿ routine hygiene (e.g., cleansing of the meatal surface during daily bathing or showering) is appropriate ¿ leave foley catheter in place only as long as needed" h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that nurses had a foley catheter that the balloon port ruptured. The packaging was not available. Right now, they had it double bagged in a specimen bag. Foley catheter was placed while the patient was in the operating room. They just happened to find the issue in pacu prior to going to the unit. Customer stated that the foley was inserted in the operating room, and the patient had urine output. Once the surgery was completed and they transferred the patient to the pacu, the staff noticed patient had no urine output. During their investigation, thought it was kinked or something, they then noticed the foley was completely out of the patient and at that point, noticed the balloon port was destroyed. No reported harm to the patient was done. New foley was inserted with no issues. Per follow up via email on 30aug2023,it was reported that there was any patient harm because of this defect. The catheter was working during the procedure. It was not until the patient came in to pacu that the nurse realized that the catheter was no longer draining. The patient was complaining of some abdominal pain and when a new catheter was inserted and it began draining, the patient stated that the pain went away. No medical intervention was reported.

Event description:
It was reported that nurses had a foley catheter that the balloon port ruptured. The packaging was not available. Right now, they had it double bagged in a specimen bag. Foley catheter was placed while the patient was in the operating room. They just happened to find the issue in pacu prior to going to the unit. Customer stated that the foley was inserted in the operating room, and the patient had urine output. Once the surgery was completed and they transferred the patient to the pacu, the staff noticed patient had no urine output. During their investigation, thought it was kinked or something, they then noticed the foley was completely out of the patient and at that point, noticed the balloon port was destroyed. No reported harm to the patient was done. New foley was inserted with no issues. Per follow up via email on 30aug2023, it was reported that there was any patient harm because of this defect. The catheter was working during the procedure. It was not until the patient came in to pacu that the nurse realized that the catheter was no longer draining. The patient was complaining of some abdominal pain and when a new catheter was inserted and it began draining, the patient stated that the pain went away. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.